Event description:
It was reported that the t:slim x2 pump battery would not charge despite attempts with the original tandem charging cable and wall adapter, and a different adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support sent replacement charging supplies, and using these resolved the issue, allowing the pump to charge without further incidents. The customer was advised on best practices for battery management and instructed to monitor the system and report if problems reoccur.